Event description:
On january 21, 2026, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor ((B)(4)). Details are as follows: the event occurred on january 13, 2026. The dentist was performing an extraction procedure on a patient using the sga-e2s handpiece (serial no. (B)(6)). During the procedure, the handpiece overheated, and the patient received a thermal burn injury to their lip on the right side. No medical treatment was required at the time of the incident. The patient is reported to have healed normally without need for additional medical treatment.

Manufacturer narrative:
The dentist refused to provide information about the patient's ethnicity and race.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor (B)(4) conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) (B)(4) examined the device history record and the repair history for the subject sga-e2s device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) (B)(4) connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked, and the motor did not rotate at all. Therefore, (B)(4) was not able to conduct temperature testing on the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) (B)(4) disassembled the handpiece and performed a visual inspection of the internal parts. (B)(4) observed that the bearing was soiled, discolored and broken. B) (B)(4) took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) (B)(4) could not replicate the temperature increase from the event, but based on the findings in the visual inspection, (B)(4) identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing. B) (B)(4) considers the possibility from many years of experience that the cause of the broken bearing was the ingress of undesirable materials into the bearing, leading to abrasion. C) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. D) in order to prevent the recurrence of the handpiece overheating, (B)(4) took the following actions: d.1) (B)(4) reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) (B)(4) reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance, as instructed in the operation manual.